Manufacturer narrative:
Device not released from the hospital.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and deployed as expected. The final angiogram showed the presence of a type ia endoleak which was not resolved with initial ballooning. The balloon was then inadvertently re-inflated proximal to the sealing rings in the proximal stent region which resulted in rupture of the aortic vessel above the renal arteries. The patient was converted to open surgical repair during which the patient expired. The physician does not attribute the aortic rupture to be a device related issue.